Event description:
It was reported a bridge bolus was incorrectly performed. The reporter noted the patient had been getting saline for the past five months and "today they decided to go back to it therapy." It was noted the patient had been off all oral medications for six weeks. On the day of this report, the pump was filled with morphine sulfate (ms) 1mg/ml and a bridge bolus was performed. The bridge volume used was too high and it was reported it "should have been 0.424 ml's but 0.514 ml's was used based on programming change and software." At the time of this report, it was reported the bolus duration was 12.33 hours and 8 hours had elapsed. It was reported the health care provider called the patient who stated, "he was feeling the med and was a little itchy." It was reported, "based on programming the pump would have delivered 0.333ml and with a .424ml would have 0.091ml left and with the 0.514ml used volume left would be 0.181ml and maybe ms given at a higher rate." It was later reported the symptoms the patient experienced were itching and therapeutic benefit. It was reported there was no programming error and reported a priming bolus should have been used instead of a bridge bolus. It was noted the patient is doing great and was receiving therapy.

Manufacturer narrative:
Product ID 8840, serial # unknown, product type programmer, physician; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).